Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high lead impedance was observed. During the explant, the lead insulation was found to be damaged. The lead was explanted.